Event description:
It was reported by the rep that the (2) pmw35 were used during an unknown procedure. It was reported that the device would not fire. No other details were available from hosp. The pt consequence was not reported. 06/21/2000 further info received from the rep: hosp knew of no pt consequence.